Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user alleged driving the chair in a store when the chair started pulling to the left and smoking.